Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It is reported that a threaded short pin broke during use. The surgeon drilled around the pin pull out the broken portion.